Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a back up audible alarm post and a back up test. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact, and the top case corners were chipped upon receipt. Error code was found in the ehl (event history log). The customer reported issue was confirmed during the investigation as the reported alarm sounded upon power up. Root cause of the reported event could not be determined however, the main board no longer operates properly. Replaced the main board, performed power up process, preventive maintenance and all functional tests which passed. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Additional information received on 08-aug-2022 via email and attached to complaint object: event date 4-may-22. The reported product fault did not occur while in use with a patient. Product issue did not product issue cause or contribute to patient or clinical injury. No medical intervention was provided. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000. H4: correction: device manufacturing date: 04-dec-2019.